Event description:
Femoral neck segment fractured approximately 4 years post operatively leading to revision of all hip components. This event was initially reported in MFR. Report #s 1038671-2010-00057, 1038671-2010-00058, 1038671-2010-00059.

Manufacturer narrative:
A visual examination of the device, in combination with the record review, did not indicate a design, quality or manufacturing issue. Package insert indicates that the risk estimation for a pt over 250 lbs is moderate (use with discretion) to excessive (use is contraindicated) depending on pt's activity level.